Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with sensor hot alarm. The customer reported there was no patient involvement.

Manufacturer narrative:
Per biomedical engineer he replaced that air inlet filter to address the reported problem. The biomed found that the filter is clogged.